Event description:
Caller reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. Customer tried different wall adapters and charging cables, but the issue persisted, leading customer technical support to decide on replacing the pump while the customer used mdi as backup therapy. The customer¿s pump was out of warranty, and they declined the offer for an out-of-warranty loaner pump.